Event description:
The patient was reportedly experiencing poor performance and sound quality issues. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Revision surgery has been scheduled.